Manufacturer narrative:
Complaint conclusion: as reported, there was a particle in the primary package of a 6f si avanti plus std. The particle was detected during receipt inspection at a local warehouse. Attempts to gather further information have been unsuccessful. A sterile si avanti+ 6f std w/gw no obt was received inside of a plastic bag. Five devices were received in its properly sealed inner tray of lot # 17075539 inside of their original outer box that was found opened at ¿open other end¿ label. No damages were observed on the devices packaged (vessel, cannula and mini guide wire). In one of the trays, a particle was observed caught in the seal tray. The package was inspected under vision system and the particle was confirmed. A ftir analysis was required to determine the cause of the particle and results showed that the stain is composed of the same material as the tyvek and additional sample isolation suggested that the tyvek may have suffered some form of degradation although it is unknown what mechanism affected the material or under what circumstances this occurred. According to ftir results, pet team determined the following, evidence reviewed shows that stain is composed of same material as tyvek and it may have been created by a form of material degradation, it's unknown what circumstances caused the degradation, therefore it's unknown when or where this statin could have appeared; current manufacturing controls are in place to detect foreign matter, stains or damages that could be preset on the seal area; product sterility was not compromised, since the minimum seal width was achieved on the measured complaint sample. Review of lot 17075539 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The complaint reported by the customer as ¿packaging/pouch/box- foreign material-in sterile package: moveable particle (cardiovascular)¿ was confirmed due to the observation of a particle in the seal tray. However, an ftir analysis was performed and determined that the stain is composed of the same material as tyvek which may have been created by a form of material degradation. Current manufacturing controls are in place to detect foreign matter, stains or damages that could be preset on the seal area. Product sterility was not compromised, since the minimum seal width was achieved on the measured complaint sample. Per the device history record review, it showed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on this investigation, it can be concluded that the complaint root cause is an isolated event and is not manufacturing related, for this reason no further preventative or corrective actions will be taken.

Manufacturer narrative:
The product was returned for analysis however the engineering evaluation has not been completed. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information will be submitted within 30 days of receipt.

Event description:
It was reported that there was a particle in the primary package of a 6f si avanti plus std with guidewire. The particle was detected during receipt inspection at a local warehouse. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). (B)(6). The device has been returned for analysis, however, the engineering evaluation has not yet been completed. Additional information will be submitted within 30 days of receipt.